Event description:
It was reported that during an unknown procedure, after the surgeon fired the device, he found the adaxial tissue could not be sewed. The surgeon used hand sewing to complete the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient. Was the tissue retaining set properly in the anvil hole? Yes. Did the tissue fit evenly in the device? Yes. Area of the staple line the failure occurred? Proximal. How was the failure detected? Visual. Was the device fired across an existing staple line/clip? Yes.

Event description:
Reporter alleged the customer obtained the results of 254 mg/dl and 120 mg/dl back to back within 10 minutes on the active s system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.